Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient went to the hospital for the event. The patient was treated with unknown antibiotics (dose, route, frequency not reported). Pd therapy was ongoing. At the time of this report, the patient had not recovered from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.